Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The customer successfully completed a bolus, reloaded a new cartridge, and resumed insulin delivery as instructed by technical support, resolving the issue.